Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va03y4l, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) didn¿t work after getting the flu 2 weeks ago and vomiting for a whole day. The patient waited for a few days and then went to see the nurse at which time their implant was reset. Since the device was reset, the patient had vertigo and was dizzy when they woke up. The patient stated that last night they got up to go the bathroom and almost fell and had the ¿dry heaves¿. It was noted that after the implant was adjusted, therapy was fine for the first 2 days but then they ¿had a little bit of trouble¿ when they sat to use the bathroom. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.